Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that after the ivc filter was deployed, it was observed that two legs were twisted. An attempt was made to separate the twisted legs; however, proved unsuccessful. The filter was retrieved through the same access site without incident. A competitor's filter was then implanted. No report of injury to the pt.